Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Initial reporter is an attorney. Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Event description:
Pending product liability reports: litigation alleged friction and wear between the metal head and liner caused the release of toxic metal ions and particles into the patient's blood. As a result, patient experienced severe pain and discomfort, and inflammation. Patient also experienced a popping and snapping sensation in her hip-joint when walking or moving to and from sitting position. The original procedure involved the right hip. The implant date was (B)(6) 2005. No revision procedure has been reported.